Event description:
It was reported that a pt experienced hypotension twice, at the third and fifth transfusion through the device. The first episode the pt's blood pressure decreased from 115/69mmhg to 72/43mmhg and the second from 106/68 to 97/64. After the fifth transfusion a different brand device was used without incident. No pt sequelae was reported.

Manufacturer narrative:
Device evaluation/analysis: the symptom of hypotension during red cell transfusion using the device appears related to a small cohort of conditions, all of which cause vascular instability in the pt prior to being transfused, such conditions, known to give rise to vascular instability, may be any one or several of the following circumstances: hemodialysis, congestive heart failure, cardiac surgery, transfusion through central lines, and use of medications that result in vascular instability , especially angiotensin converting enzyme inhibitors, and rapid transfusion flow rates. In this specific case the conditions were: anesthetic agents, surgery and multiple drug regimens. These conditions per se do not result in precipitous hypotensive reaction. It appears that some variable in the blood component transfused, as well as unidentified idiopathic factor in the pt, must also be present. Of a total of (5) succesive transfusions through the device, two (2) transfusions resulted in reactions (#3 and #5), but three (3) transfusions (#1, #2, and #4) did not. The second reaction was mild: blood pressure fell from 106/68 to 97/64. It is unclear as to whether when the preceding conditions and/or practices exist in the proper configurations, whether the device also plays a contributing role in the reaction observed. The device has been used for multiple thousands of transfusions (in the absence/and presence of the above conditions), without incidence of hypotension reactions. The lot number, was not identified by the user, nor was the device retained. Accordingly, evaluation of the mfg and field histories could not be achieved. This category of reactions appears limited to a small number of health care facilities. Although these reactions could be consistent with the presence of a short-lived biological modifier, no evidence of such a modifier has been confirmed in these instances. The specific cause of this low frequency hypotensive reaction remains unidentified. Following the transfusion, the pt recovered from the surgery and was convalescing at the health care facility.